Manufacturer narrative:
Sections with additional information as of 06-apr-2021: d8: was this device serviced by a third party. D9: device available for evaluation. H3 device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Complaint from same customer, different product - linked with the internal reference case (B)(4). Note: manufacturer contacted customer a follow-up call to ensure the initial concern is resolved. Unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and low blood glucose test results. Customer had called previously and had received replacement test strips and control solutions. The customer is concerned with test results from results obtained of 182, 344 and 288 mg/dl and from back to back blood test results obtained on call of 63 and 77 mg/dl. Customer stated her blood glucose test result using another device at the time of the back to back blood test was 92 mg/dl. The customer¿s expected am fasting blood glucose test result range is 150-250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living, dining and bedrooms. The test strip lot manufacturer¿s expiration date is 03/16/2022 and open vial date is 01/26/2021. The meter memory was reviewed for previous test result history: (B)(6).